Event description:
Procedure type: low anterior resection. According to the reporter: the instrument produced malformed staples when the surgeon tried to create an anastomosis between the rectum and sigmoid colon. The tissue was cut without any stapling. The surgeon had to try again by doing an end to end anastomosis with hand suturing. The pt recovered without any problems.

Manufacturer narrative:
(B)(4).